Manufacturer narrative:
The insulin pump was received with a compromised force sensor system alarm during the basic occlusion test and they were unable to prime at 4.0lbs during the prime/compromised force sensor test due to the protruded/loose drive support disk. The pump had a minor scratched lcd window and a broken reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband reported via phone call that the customer had a compromised force sensor system alarm on the insulin pump. Caller stated that the pump was not dropped or bumped prior to the alarm occurring. Caller stated that the drive support cap appears normal and was not pressed while the customer was connected. Caller was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Caller was advised to discontinue use of the pump and revert to a back-up plan. Caller was advised that the pump will need to be replaced.